Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead dislodged. Surgeon was unable to successfully place the rv lead and patient kept going into vt so decided to explant the lead. The patient was externally shocked more than once. Patient currently has no rv lead. Should additional information be received, this file will be updated.